Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and non-guidant lead system exhibited non-reproducible noise on the rate/sense electrogram that produced inappropriate shock therapy and pacing inhibition. Lead impedance measurements are normal. The atrial pacing thresholds have gone from 1.4 v to 4 v. This device is implanted sub pectorally and is part of the renewal 3 & 4 microswitch population (6/23/2005).